Event description:
X-rays were sent to manufacturer for review. Review of x-rays did not identify any obvious discontinuities with the vns system.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further information received indicates that the patient underwent full revision surgery on (B)(6) 2015 due to lead discontinuity. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits with 1300 ohms. The explanted device were not returned to the manufacturer to date.

Event description:
It was reported that device diagnostics resulted in high impedance. The patient no longer feels device stimulation. X-rays were taken. No known surgical intervention has been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.